Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced bad glare at night, also have halos surround any light at night which makes driving very difficult and have a hard time focusing on close objects and reading smaller print. Patient can see the edges of the lenses at all times, and they seem to flash and as per surgeon it was peripheral vision stretching, however nothing has improved. The surgeon told that eyes would need time to adjust since patient have very blurry vision after 4 feet. Additional information was provided stated that patient had a bad glare all the time and was very comparable to wearing an extremely dirty pair of glasses that are covered in finger prints. Patient see the sides of the lenses all the time and they seem to pulsate when patient try to look at an object. On (B)(6) 2022, consumer had the yag laser treatment and eyes didn¿t improve. Consumer not able to read the speedometer or print. No further information available. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).